Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles from the reservoir. The customer's blood glucose reading was above 200 mg/dl. The customer had symptoms such as headache, thirst and not feeling well. The customer treated with flex pens. The customer mentioned that she received a lot of air bubbles after she put the reservoir in. The customer reported the drive support cap to appear normal. The product was not returned for analysis.